Manufacturer narrative:
The insulin pump alarmed with a compromised force sensor system during the basic occlusion test due to a protruded/loose drive support disk. The prime test could not occur due to the loose drive support disk. The pump passed the displacement test and self test. The unit was monitored and no display anomaly was noted. The following physical damage was found: minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that her insulin pump alarmed with a compromised force sensor system during the prime process; insulin had squirted out of the tubing. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the rewind and prime issue. The customer was unable to exit the prime menu. She also mentioned having to turn the pump at an angle in order to read it. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.